Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 10-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed the carefusion (cfn) admin login screen and could not proceed further despite being online on remote support service (rss). A technical support specialist dialed into the device, verified the station was no longer on the cfn admin login screen, confirmed successful user login and normal operation. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the system displayed the carefusion (cfn) admin login screen and could not proceed further despite being online on remote support service (rss). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.